Manufacturer narrative:
The blade subject to this MDR was returned for evaluation. Upon visual inspection, it was confirmed that one tab on the blade was broken. Having visually reviewed the score marks on the mount of the blade, they indicate that the blade was not loaded correctly, which contributed to the blade breaking at the mount.

Event description:
It was reported that during a surgical procedure, the blade broke at the mount. It was also reported that the broken portion did not fall into the surgical site. It was further reported that there was no impact to the pt and the procedure was completed successfully.